Event description:
Pt involved in motor vehicle accident on 5/1/97. The pt injured cervical vertebras/discs. Laminar fracture tp c5-6, fractures of facet and lamina c6-7. The pt experienced "sharp pain" post op. Plate and screws noted to be "disloged". The plate was removed on 5/10/97.